Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17358971l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After a small number of ablation lesions were created, the patient became hypotensive and a cardiac tamponade was observed. A pericardial drain was placed and once the patient stabilized, the procedure continued. The patient did not require hospitalization as a result of the adverse event. The patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. The physician believed the event occurred in transseptal phase, however the patient became hypotensive and the cardiac tamponade was discovered after a small number of ablation lesions were created. It was noted that the consultant believed that the cardiac tamponade was caused by the guidewire going across the septum and not the catheter. No transseptal puncture was performed as the patient has a patent foramen ovale (pfo) through which guidewires and sheaths were inserted. There is no information regarding which sheath was used. Generator was in power control mode at 25 watts (not titrated) with temperature cut-off of 40 degrees celsius. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow set at 2ml/min, 8ml/min for ablation at less than 30 watts, and 15ml/min for ablation at more than 30 watts. There were no error messages observed on any bwi equipment during the procedure. Patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter. After a small number of ablation lesions were created, the patient became hypotensive and a cardiac tamponade was observed. A pericardial drain was placed and once the patient stabilized, the procedure continued. The patient did not require hospitalization as a result of the adverse event. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician believed the event occurred in transseptal phase, however the patient became hypotensive and the cardiac tamponade was discovered after a small number of ablation lesions were created. It was noted that the consultant believed that the cardiac tamponade was caused by the guidewire going across the septum and not the catheter. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality was tested on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).